Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nissen. According to the reporter: the device was loaded and used multiple times. During a suture pass half of needle was missing. There was no bleeding reported in excess of 250cc.